Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint of tubing falling apart and leaking during priming could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 11448964 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported while using bd alaris¿ secondary set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: she primed the secondary tubing she closed the tubing off with a luer lock cap. Unfortunately the tubing slipped out of her hand and fell on the tray. She noted that the end was having a drip coming out. Not sure if it was leaking if the cap was tightly connected at the end or if the fall loosend the luer lock cap.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris¿ secondary set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: she primed the secondary tubing she closed the tubing off with a luer lock cap. Unfortunately the tubing slipped out of her hand and fell on the tray. She noted that the end was having a drip coming out. Not sure if it was leaking if the cap was tightly connected at the end or if the fall loosend the luer lock cap.